Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation was performed. The needle overmold assembly was bent. The depth limiter tubing was upside down. The suture and both anchors were not returned. The actuator tip was in the t2 position. A functional evaluation was performed. The actuator tip was seized. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. Based on the information provided, the procedure was successfully completed with a non-significant surgical delay using a back-up device. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. Should any other relevant clinical/medical documentation be provided, this case would be re-assessed. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the front end of the fast-fix 360 needle, cracked. All the pieces were removed from the patient by suction and stitching instrument. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).